Event description:
Infusion pump with an 810:04 failure code. The reported failure code occurred during biomed testing. Biomed stated they have no record of any patient incident involving the pump since the last baxter service event. No patient injury or medical intervention has been reported. No additional contact information was provided.